Event description:
It was reported that this right ventricular (rv) lead exhibited an invisible noise on the rv electrogram (egm). This lead was explanted. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).